Manufacturer narrative:
A review of the device history record shows there was no observation recorded during manufacture to suggest an issue of this nature would occur with this lot product. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device is unknown. PMA/510k is unknown this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the cuff deflates like it's torn. The problem was identified before use during pre-test. No patient injury reported.